Manufacturer narrative:
Patient and event information were requested, but author declined to provide any details. As a result, further investigation was not possible. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following publishment was reviewed by gore: title: experience with antiplatelet drugs after implant of covered stent for bleeding after pancreatectomy. Source: proceedings of annual scientific meeting of the japanese circulation society 2022: 86th p.crdp4-5. Background: post-pancreatic bleeding is a fatal complication, but covered stent (viabahn) placement is covered by insurance and its effectiveness has been reported. However, there are insufficient studies on the use of antiplatelet drugs after stent placement. Subject: five cases who were implanted covered stent for pseudoaneurysm at our facility during the period from january 2017 to september 2021 were included (4 cases of pd (1 of 4 case underwent pd at a related facility), 1 case of dp). We investigated the safety and efficacy such as the use of antiplatelet drugs, adverse events, and stent patency. Result: only one case had stent occlusion the day after placement and did not use antiplatelet drugs. The other 4 cases started taking antiplatelet drugs at different times, but all of them started taking antiplatelet drugs within the 4th day of placement. In 3 cases, 2 antiplatelet drugs were taken orally, but in 1 case, hemorrhoidal bleeding was observed, so the dose was reduced to 1 drug 9 months after placement. The stent patency was good in the long term in all cases without occlusion. Conclusion: indications of antiplatelet drugs after placement covered stents should be determined on a case-by-case basis, paying attention to hemorrhagic complications.